Event description:
It was reported to boston scientific corporation that a (B)(6) male was undergoing surveillance bronchoscopy following an endobronchial biopsy when a piece of metal stent strut appeared in his airway. The patient had an ultraflex tracheobronchial stent placed in his right mainstem bronchus approximately 1 year earlier. The physician was not tugging or pulling on stent itself during the biopsy and does not believe his actions contributed to this event. There was no visible damage to the remaining stent and it remains in the correct position. No intervention was performed to retrieve the piece or the remaining stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: while the exact date of event is unknown, the endobronchial biopsy and the surveillance bronchoscopy both are reported to have taken place approximately the week of (B)(6), 2009. The stent is reported to have been placed approximately 1 year prior to these procedures.

Manufacturer narrative:
(B)(4) - of device/material. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).